Manufacturer narrative:
(B)(4).

Event description:
Shortly after the device was implanted, the pt was in a car accident. When the pt "rear ended" another vehicle; the pt's seatbelt directly over the pump. The pt's pain increased and she experienced signs/symptoms of drug withdrawal. On (B)(6) 2010, a pump study was attempted, however, csf (cerebrospinal fluid) was unable to be withdrawn. Device revision surgery occurred (B)(6) 2010. During surgery, it was discovered the sc (sutureless connector) was broken. The sc was replaced. Following surgery, the pt's pain was managed by the pain physician.